Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set disconnected from a non-baxter connector during infusion of chemotherapy, leading to a leak. The reporter stated that the patient had ¿caught¿ the connector ¿on something that caused the connector to disconnect from the baxter set.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.